Event description:
It was reported that during a ptca procedure, involving a lesion located in the left anterior descending (lad) artery, the distal radiopaque segment of the iq marker guidewire detached and remains in the patient. The physician advanced an iq marker guidewire into the first diagonal and another iq marker guidewire into the left anterior descending (lad) coronary artery for bifurcation protection. A liberte stent (2.25x20mm) was deployed in the proximal d1 and a taxus liberte stent (3.0 x 20mm) was deployed in the proximal lad resulting in excellent angiographic results. During removal of the iq marker guidewires, resistance was encountered in the wire in the first diagonal. A 1.5mm balloon was inserted to aid in removal of the guidewire by providing extra support. During removal of one of the iq marker guidewires, the distal radiopaque portion of the wire detached and remains inside the patient, between the stent struts and the wall of the artery. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is reported as 'fine'. The patient has not experienced any complications due to the procedure.

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.